Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing had a hole and leaked. Normal saline was the IV fluid infusing. The account confirmed that a healthcare provide and/or the patient was splashed with the normal saline. And no harm occurred from that splash, "as it was [just] saline."

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), and h.6. (Patient code). "(B)(6)" is not a suspect device, it is now deemed a concomitant.

Event description:
It was reported that the tubing had a hole and leaked. Normal saline was the IV fluid that was infusing. The account confirmed that a healthcare provider and/or the patient was splashed with the normal saline, yet no harm occurred from that splash; "as it was [just] saline". It was further confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event as this occurred; "before use".